Manufacturer narrative:
H3: product analysis: evaluation determine that the device was tested overheated and the maximum temperature was measured to be 150°f. The likely cause of failure is due to device seizing intermittingly and broken/cracked shaft. It was also noted that worn rear bearings, cabel coating got detached and laser marking are faded. B3: date of event notification: 7th june 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not working. No patient impact reported. Repair request escalated to a product event on evaluation due to overheating.